Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device's associated one step electrode cable became disconnected from the pad when the one step electrode pads were opened. Complainant indicated that there was no patient involvement in the reported malfunction.